Event description:
It was reported that the patient was not benefiting from his cervical implant. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was healing well and happy with results. The explanted device was not released per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-50. Serial number: (B)(6). Batch/lot number: 7051952. Model/catalog description: artisan MRI paddle lead 50 cm. Unique identifier (UDI)#: (B)(4).